Event description:
It was reported that during a percutaneous transluminal renal angioplasty, a foreign matter was noticed inside the sterile package. The unspecified target lesion was located in the renal artery. A 4.0mmx19mmx150cm express vascular sd stent was selected to treat the lesion. However, it was found that there was hair inside the package upon unpacking. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal renal angioplasty, a foreign matter was noticed inside the sterile package. The unspecified target lesion was located in the renal artery. A 4.0mmx19mmx150cm express vascular sd stent was selected to treat the lesion. However, it was found that there was hair inside the package upon unpacking. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Device evaluated by manufacturer: the express sd was received inside a carrier tube (hoop) within an opened express sd product pouch and shelf box that matched the information on the device. There was 14cm black piece of fm (hair) inside the packaging between the accessory kit pouch and compliance chart (floating free), not located in the seal or stuck to the device or label. The origin of the fm could not be determined because the packaging was opened (as-received). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).